Manufacturer narrative:
Concomitant medical products: percutaneous central venous catheter; td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that during an unspecified infusion via central line, the device alarmed for occlusion alarms due to blood backing up into the line . Upon closer observation the user noticed that the primary line mated to a neutraclear connector had the piston valve stuck down.

Event description:
It was reported that during an unspecified infusion via central line, the device alarmed for occlusion alarms due to blood backing up into the line. Upon closer observation the user noticed that the primary line mated to a neutraclear connector had the piston valve stuck down. Although requested, no further details were provided by the customer for this event. It was later reported that chloraprep swabs or provantix wipes, used to disinfect curos caps and connectors with a dry time of 30-45 sec.